Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon found the harmonic ace instrument blade was broken. The fragments were reported to fall inside the patient; however, it was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc (isi) followed up with the nurse reporter and obtained the following additional information regarding the reported event: the system functionality was inspected before use with nothing found out of the ordinary. The surgical task being performed at the time of the issue was retracting tissue. The issue with the instrument occurred about 10 minutes after the procedure started. The surgeon did not notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. The fragment(s) fell inside the patient during an instrument tip/accessory collision. No resistance was felt during the removal. The cannula was not damaged after removing the instrument. The fragment was removed with endoscope observation. All fragments were joint together into a whole to confirm that they were retrieved. No post-operative tests like x-rays or ultrasounds performed to check for remaining fragments were done. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and completed the evaluation. Failure analysis found the instrument to have a blade broken. A piece approximately 0.085" x 0.61" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do no show damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument has a piece of detached blade.